Manufacturer narrative:
Investigation: analysis and results: there is one previous complaint of the same code-batch regarding other issue. We have received five different cases from the same end customer regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's warehouse. We have received four closed samples and one open and used sample (only the pack is available, there is no thread or needle inside) to analyze the five complaints. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the four closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep):0.56 kgf in average and 0.33 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) a review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.68 kgf in average and 0.56 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k011375. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. Upon opening the packet, it was noted that the needle was missing/detached. Additional information was not available.